Event description:
It was reported that 61 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) plates were contaminated. The following information was provided by the initial reporter: "customer reports contamination".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 1347343 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1347243. No retention samples for this batch were available for investigation. There were 3 photos received. One photo show small colonies on the plate. Another photo shows three stacked plates with cracks along the side of each plate. The photo does not clearly show the lot number and timestamp. The third photo shows the sleeve label showing lot 1347243. No return samples were received for investigation of this complaint. This complaint can be confirmed for contamination and broken plates. No complaint trends for contamination and broken plates have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination and broken plates. Risk management file review assessed the potential risk for the defect as severity level s1, per baltrmppmgenpuraph, rev 02, ID 6.13 for contamination and severity level s3, per baltrmppmgenpuraph, rev 02, ID 12.0 for broken plates. H3 other text : see h.10.

Event description:
It was reported that 61 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) plates were contaminated. The following information was provided by the initial reporter: "customer reports contamination."